Event description:
It was reported that the modular cable was returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number unknown) was evaluated following being returned to the european distribution center (edc). The modular cable was forwarded to the product performance engineering (ppe) group from the edc; however, the product was not accounted for on the associated distribution list. As there was no available contact information included with the reported event, additional attempts to gain more information were unable to be conducted to gather required meaningful data or additional event information. The modular cable underwent functional testing and passed all tests without issue. The modular cable was connected to a mock circulatory loop and was able to operate the system as intended without any alarms active; manipulating the cable had no effect on pump function. There were no reported issues with the returned modular cable. Device history records could not be reviewed due to the lot number of the modular cable being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ and heartmate 3 lvas patient handbook (doc. # arten100173607, rev. C) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, addresses how to properly care for, maintain, and store the equipment for proper use. The IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.